Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received several inappropriate shocks as it is unclear if the pr logic of the implantable cardioverter defibrillator (ICD)  could not discriminate sinus tachycardia. Follow up is in progress to learn further information about this event and the patient outcome. The ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
There was no further intervention performed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010; 1580, competitor implantable tachy lead, (B)(6) 2005. (B)(4).